Event description:
It was reported that this lead exhibiting loss of capture and there was a drop in impedance measurement in the last 8 weeks. Macroscopically, there was no indication of lead damage or dislocation. No adverse patient effects were reported. This lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this lead exhibiting loss of capture and there was a drop in impedance measurement in the last 8 weeks. Macroscopically, there was no indication of lead damage or dislocation. No adverse patient effects were reported. This lead remains in-service.